Event description:
It was reported that the communicator showed a yellow call doctor icon, and the communicator power cord was hot. There were no recent storms or power outages reported. The communicator power cord was unplugged for a minute. A communicator force call was performed. The communicator was not responding. The communicator showed a yellow call doctor icon immediately. The communicator power cord was hot to touch when unplugging into the communicator power port. The patient was advised to recycle the communicator. The power supply was original. A boston scientific company representative opted to send the communicator. The communicator is no longer in service. No adverse patient effects were reported.